Manufacturer narrative:
Device evaluation of the monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at home and lost consciousness while not wearing the lifevest. It was reported that the patient's spouse placed the lifevest back on the patient and the lifevest delivered treatments to the patient. Review of the patient's download data revealed that the lifevest delivered 2 appropriate treatments to the patient on the date of passing. At 09:24:39, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was asystole. At 09:33:51, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was asystole with artifact and lead fall off. It was reported that ems was called, and the patient was taken to the hospital where they passed away. There's no indication that the lifevest caused or contributed to the patient's passing. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.